Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional stating the patient's infection was first diagnosed on (B)(6) 2018. It was reported the patient's weight loss led to the patient's infection. The device was explanted (B)(6) 2018. The infection was not resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that there was a confirmed infection at the patient¿s left ins. A culture was being performed but results were not known. An explant was done (date unknown). There were no further complications reported or anticipated.